Manufacturer narrative:
Investigation pending.

Event description:
Pt tested a new lot of strips and got a result of 3.3. Her therapeutic range is 2.6-3.5 and the doctor prefers results to be in low 3's. Pt mentioned that her finger continued to bleed despite putting pressure on it; this is not normal for her. Tech svc discussed possible interference from anemia and liver trouble. Pt did not know her hematocrit. Tech svc advised discussing with doctor to see if meter would be appropriate for her to continue using due to anemia. Tech svc advised pt to contact doctor to get confirmatory testing.